Event description:
It was reported that the lead exhibited noise.

Manufacturer narrative:
Analysis identified a fracture of the proximal coil at 16.38 cm from the connector pin, as a result of clavicular crush. The distal insulation was damaged in the area of the crush. The distal coil was bent between the electrodes.